Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with shots. The customer reported that they received a motor errors twice. Customer was unable to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis. Additional concomitant medical products: frn reservoir; unk infusion set.